Event description:
It was reported the unknown shower chair collapsed while in use as the weldment in the center of the legs broke. The patient fell but was able to catch herself prior to hitting the ground. No injuries were reported.